Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a defective front response button, causing it to be non-functional. The cause for the failure was caused by the front response button center/ dome was crushed the root cause of the crushed dome was physical abuse. There was no adverse event that resulted from the damaged monitor.